Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not on the bus. A field service engineer replaced controller card, drawer controller, module control card and retractor band cable but the issue was not resolved. A field service engineer identified that a tray was causing the controller printed circuit board to fail and placed order for tray to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an unsuccessful attempt at drawer recovery. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system had unsuccessful drawer recovery. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient, prompting them to use an alternative station to retrieve the medication. There were no adverse events or injuries reported based on this event.